Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while trying to send a test transmission, the device's screen went blank. The customer had to power off the device and then power it back on. This is indicative of a device lock-up and in this state, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported issue.